Event description:
It was reported that intermittent temperature alarms occurred while the battery was charging. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.